Event description:
It was reported that during an open hysterectomy procedure, after about 30 minutes of operating time the surgeon could all of a sudden not advance the I-blade forward. The generator signaled "replace instrument" - the smart electrode came off the jaws but had not fallen into the patient. A new device was opened and the surgeon finished the surgery. There were no patient consequences.

Manufacturer narrative:
(B)(4). Added additional information: the device was received with the electrode broken off from the instrument and not returned but the active rod present in the device. The ceramic is fractured but sections are still bonded to the lower jaw. During to the missing electrode, full functional testing could not occur. The device was disassembled and evidence of the electrode weld was present on the active rod. It is possible that the I-blade was having difficulties to advance while the electrode was detaching from the instrument.

Manufacturer narrative:
(B)(4). Date sent: 4-23-2012. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.